Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with their product". Later patient's representative reported "increased risk of developing alcl, fear of developing alcl, testing and evaluation for alcl, subcellular changes, anxiety, swelling, capsulectomy, capsular contracture, asymmetry". This is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. As per the investigation procedure, creases, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.